Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with mentor smooth round moderate plus profile 375cc saline prostheses experienced bilateral deflation and bilateral capsular contracture (baker grade unknown) post procedure. As a result, implant exchange with vertical mastopexy, capsulectomy, capsulotomy, capsulorrhaphy, and placement of unspecified silicone implants was performed on (B)(6) 2022. The left sided deflation was reported initially under 1645337-2022-00956 on january 27, 2022. On march 1, 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On april 20, 2022 mentor became aware that the product return status d9 was erroneously reflecting not returned in the initial report submitted on march 25, 2022. The device was returned on february 24, 2022. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 18, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures, and a tear was noted on the anterior view measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).